Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 12mm pulmonary bioprosthetic valved conduit implanted in a (B)(6) pediatric patient, the patient underwent cardiac catheterization due to stenosis of the conduit and unsatisfactory right ventricular (rv) function. Catheterization moderately improved the stenosis but did not improve rv function. Ultimately, 10 months post implant, the conduit was removed and replaced with a 14mm valved conduit. No additional adverse patient effects were reported.